Event description:
(B)(6) customer received a blood glucose reading of 9.4mmol/l on the contour next usb. He also tested on contour next one and received readings of 22 and 23.1mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.